Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.. The device was not returned.

Event description:
It was reported that the purewick urine collection system would shut off in the middle of the night and now it would not power on. It was noted that the patient had been using the purewick product for less than 90 days.per additional information received via liberator on 25jan2022, it was stated that the purewick urine collection system worked off and on and it was not suctioning. Also it had been getting warm to the touch. Representative went through the troubleshooting and asked to disconnect the tubes and shake the lid then try suctioning the water from cut and it did work.

Event description:
It was reported that the purewick urine collection system would shut off in the middle of the night, and now it would not power on. It was noted that the patient had been using the purewick product for less than 90 days. Per additional information received via liberator on 25jan2022, it was stated that the purewick urine collection system worked off and on, and it was not suctioning. Also, it had been getting warm to the touch. The representative went through the troubleshooting and asked to disconnect the tubes and shake the lid, then try suctioning the water from the cut, and it did work.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate component selection component failures, damage, or deterioration". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. When the purewick¿ urine collection system has been stored in a very cold environment (down to -13°f or -25°c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68°f or 20°c) before use. When the purewick¿ urine collection system has been stored in a very warm environment (up to 158°f or 70°c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68°f or 20°c) before use". The device was not returned.